Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for balloon kyphoplasty 1 vertebral body for primary osteoporosis compression fracture and there was a delay of less than 60 mins. It was reported that the cement was mixed, but it did not solidify even after 30 minutes and there was a cement extravasation. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received as no revision surgery was planned or scheduled for the removal of cement.

Manufacturer narrative:
E1: first name of initial reporter is unknown. G2: the country of the event is japan. G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation as they remain in patient. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.